Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging a ventilator blacked out during use but it continued to operate. There was no harm or injury reported. The device was returned to the manufacturer and the complaint could not be duplicated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging a ventilator blacked out during use but it continued to operate. There was no harm or injury reported. The device was returned to the manufacturer and the complaint could not be duplicated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required. During the evaluation, the inlet air path assembly and 43-micron filter were replaced to prevent failure.